Event description:
It was reported that a user experienced difficulty pairing a libre 3+ sensor to the ilet, which was resolved after guided troubleshooting that initiated sensor warmup and enabled glucose values to display on the pump; subsequent guidance addressed the magnifying glass indicator and the need to confirm alerts with a blood glucose meter during the initial sensor stabilization period. Symptoms included no reported clinical symptoms. Outcomes included a highest reported glucose of 242 mg/dl, ilet glucose alerts, and subsequent improvement to 179 mg/dl on cgm without escalation of care. Investigation included customer support review of device setup, re-scan behavior, mobile app and pump configuration checks, sensor warmup confirmation, and user education on early sensor accuracy and confirmation testing. Investigation of this case revealed that initial pairing was unsuccessful due to the sensor being rescanned, after which the device functioned as designed and displayed glucose data with the early-use accuracy caveat indicated by the magnifying glass icon. It was concluded, based on previously established findings for similar reports, that user setup and timing during sensor warmup were the cause, with the device operating within expected parameters after proper connection and education.